Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, device evaluations are unable to be performed. Lot history review revealed this is the only complaint reported for lot gfdq2534. The device history record was reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was not returned for evaluation, however, a fluoroscopy image was provided during the procedure. It was reported the calcific target lesion was prepared with atherectomy prior to the hcp delivering the lutonix dcb over an 0.014 viper guidewire through a 6 french introducer sheath. The hcp reported the twisting was evident, when the indeflator was increased to 2 atmospheres and remained twisted while the lesion was treated for 3 minutes at 7 atmospheres. A fluoroscopy, while the lutonix dcb was inflated, was provided demonstrating a portion of the balloon did not inflate uniformly. The physician used a second to complete the procedure. The root cause could not be determined based upon the available information received from the field communications. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the right superficial femoral artery, the drug coated balloon allegedly twisted. Another device was used to complete the procedure. There was no reported patient injury.